Event description:
There was no patient involved in this event. During testing device gave a higher shock value than what would be expected.

Event description:
There was no patient involved in this event. During testing device gave a higher shock value than what would be expected.

Manufacturer narrative:
The device performed to specification throughout testing at heartsine, the device delivered acceptable shock therapy sequence multiple times without fault, even after stress testing. Technical log states 4 manual power on with no technical information for the first three due to memory on the device being erased prior to receipt. No fault found with the device, potential user error during stk testing. Device to be scrapped and replaced with a new 500p as per procedure.